Event description:
It has been reported to philips that it took 50 minutes for the allura system to start up. There was no report of harm. Philips has started an investigation for this complaint.

Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected, the system was in neurovascular procedure when the issue occurred and completed as planned by restarting. The philips field service engineer (fse) inspected the system onsite and confirmed that the system had a big problem at the start-up. Review of the system log file showed that malfunctioning of flex vision pc. As a part of the troubleshooting process fse diagnosed, and checks had been carried out on mpd control and performed successful functional tests. Up on completion of the functional testing, no anomalies were found, which resolved the reported problem. After operational repairs, the system was returned to use in good working order. The codes were updated based on the investigation outcome. Evaluation method code grid was corrected.